Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for false resistance with multiple drugs and pseudomonas aeruginosa when using phoenix panel nmic-311 (449452) batch number 2319748. The customer reported high mic with levofloxacin (lvx), cefepime (fep), ciprofloxacin (cip), piperacillin-tazobactam (tzp) and ceftazidime (caz). The customer returned phoenix generated lab reports and binary files but did not return isolates or panels for the investigation. The lab reports show resistant mic results for multiple antimicrobials in patient samples. It is to be noted that per clinical and laboratory standards institute (clsi), there are no breakpoints for moxifloxacin (mox) with p. Aeruginosa. To investigate, one (1) retention panel of batch 2319748 was inoculated with in-house isolate p. Aeruginosa (enf 10386) and placed in a phoenix m50 to evaluate for lvx mic results. Next, one (1) retention panel of batch 2319748 was inoculated with in-house isolate p. Aeruginosa (enf 10388) and placed in a phoenix m50 to evaluate for fep mic results. Then, one (1) retention panel of batch 2319748 was inoculated with in-house isolate p. Aeruginosa (enf 10414) and placed in a phoenix m50 to evaluate for cip and tzp mic results. Last, one (1) retention panel of batch 2319748 was inoculated with in-house isolate p. Aeruginosa (enf 10416) and placed in a phoenix m50 to evaluate for caz mic results. For a total of four (4) retention panels of the complaint batch tested with four (4) in-house strains of p. Aeruginosa. Note: the four (4) in-house strains used for this investigation are the same strains used for our qc release control testing. Based off the in-house strains consistently passing during our internal qc testing, we have confidence in the complaint investigation results. All four (4) panels tested yielded expected mic results (sensitive) for their respective antimicrobials, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three (3) additional complaints on the complaint batch, two (2) of which are related to this defect. Neither of the two (2) additional complaints have been confirmed. A review of complaints across this material (449452) and for this defect (high mic with p. Aeruginosa) was performed and no trends were identified. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported that while using bd panel phoenix nmic-311 results obtained a high mics/resistant for cefepime, ceftazidime, ciprofloxacin, levofloxacin, moxifloxacin, pip/taz the following information was provided by the initial reporter: customer reporting mic discrepancy with use of nmic 311 panel lot 2319748. High mics/resistant for cefepime, ceftazidime, ciprofloxacin, levofloxacin, moxifloxacin, pip/taz.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd panel phoenix nmic-311 results obtained a high mics/resistant for cefepime, ceftazidime, ciprofloxacin, levofloxacin, moxifloxacin, pip/taz. The following information was provided by the initial reporter: customer reporting mic discrepancy with use of nmic 311 panel lot 2319748. High mics/resistant for cefepime, ceftazidime, ciprofloxacin, levofloxacin, moxifloxacin, pip/taz.